Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0316168v, product type lead, product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_lead, lot# unknown. Product type lead. Product ID 3387s-40, lot# v151139, product type lead. Product ID 748251, serial# (B)(4), product type extension, product ID 748251, serial# (B)(4), product type extension. Product ID 7436, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead, product ID 3387s-40, lot# v151139, product type lead.

Event description:
Additional information received reported it was determined there was a problem with the impedances. It was unknown if the patient had any symptoms or device related issues. The cause of the impedance issues was not yet determined. It was unknown if it was device related. It was unknown if any lead fractures were noted. No troubleshooting, intervention or other actions had been taken to resolve the event yet. It was unknown how the patient was doing or if they were receiving effective therapy.

Event description:
It was reported that there were impedances of greater than 4000 ohms. Patient had two thalamic leads in a kinetra and had 2 globus pallidus leads that were not connected to an implantable neurostimulator (ins). The patient had tourette¿s. Left was programmed at 3+,1-; 2.3v; 180pw; 188 and impedances read 0/c >4000, 1/c >4000, 2/c ???, 3/c 1395, 0/1 >4000, 0/2 >4000, 0/3 >4000, ½ 1395, 1/3 >4000, and 2/3 1395. Right was programmed at 7+, 5-; 2.5v; 210pw; 185 and impedances read 4/c 1395, 5/c 1395, 6/c 690, 7/c 690, 4/5 1395, 4/6 1395, 4/7 1395, 5/6 ???, 5/7 1395 and 6/7 690. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0316168v, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID 3387s-40, lot# v151139, product type lead; product ID 748251, serial# (B)(4), product type extension (x2); product ID 7436, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot# unknown, product type lead; product ID 3387s-40, lot# v151139, product type lead. (B)(4).